Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile and was presented with breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2020.

Manufacturer narrative:
On december 3, 2020, upon re-review of this file, mentor became aware of information suggesting that there was no right-sided deflation, but rather that the patient had grade IV capsular contracture on the right side. As a result, the codes in section h6 of this report have been updated to reflect this change. Nevertheless, the device was reevaluated in the context of the reported capsular contracture, and the findings remain the same. The device was found to be deflated during leak testing. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The information re-reviewed pointed to a left-sided deflation instead, which will be reported under manufacturer's report number 1645337-2020-16059. Manufacturer¿s reference number: (B)(4)- health effect clinical code has been updated to capsular contracture has been added to field h6 - medical device problem code under field h6 has been updated to adverse event without identified device or use problem.

Manufacturer narrative:
On 6/3/2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device, consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/27/2020, mentor received confirmation that the date of surgery was (B)(6) 2020. Hence, field d7 for explantation date has been updated on this form to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).